Event description:
It was reported that the 7700 system had no fluoro images displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.